Event description:
Procedure: blepharoplasty reportedly, the surgeon was working below one eye using a needle tip electrode and pencil. The device arc'd and singed the pt's eyelashes. No burn to the pt. Physician had put bacitracin ointment in the pt's eyes. Surgeon had a corneal protector in the pt's eye as well. Oxygen being administered at 5l via nasal canula - draped. Only the eyes were exposed. Prep solution was betadine.